Manufacturer narrative:
The patient's age was reported as (B)(6) (not further specified) one day before peritonitis diagnosis the patient experienced symptom manifestation of abdominal pain. The following day the patient was hospitalized for the event. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unreported date, the patient was discharged from the reporting hospital. On an unreported date, the patient¿s mother received retraining regarding proper connect or disconnect method and proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency, duration and route not reported) for the peritonitis. The patient recovered from the peritonitis event. It was not reported if the patient was retrained in aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.